Event description:
It was reported that during an arthroscopic anatomic glenoid reconstruction the surgeon successfully deployed the 1.8mm q-fix knotless anchor. The repair suture was successfully passed around labrum and shuttled through the all-suture anchor per-standard procedure. When tensioning the repair suture around the labrum, the repair suture became stuck, and the surgeon was unable to fully reduce the sutures preventing a proper labral repair. A new hole was drilled as the anchor remained fixed in the glenoid. The surgeon elected to cut repair suture of the q-fix knotless device, leaving just the anchor. He then drilled and implanted a 1.8mm q-fix in close proximity to the q-fix knotless anchor. There was no void, the implanted suture ball was left in the patient. The instruments to prepare the insertion site were q-fix all-suture anchor twist drill, 1.8mm, in conjunction with q-fix all-suture anchor drill guide xl, crown tip, 1.8mm, nonsterile, reusable sterile, disposable. Insertion site was prepared in a routine manner; the drill was cycled. The procedure was resumed, with a non-significant delay, using a similar sn back-up. The patient was not exposed to additional anesthesia. The current status of the patient is well. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopic anatomic glenoid reconstruction the surgeon successfully deployed two (2) 1.8mm q-fix knotless anchor. The repair suture was successfully passed around labrum and shuttled through the all-suture-anchors per standard procedure. When tensioning the repair suture around the labrum, the repair suture became stuck and the surgeon was unable to fully reduce the sutures preventing a proper labral repair. A new hole was drilled as the anchor remained fixed in the glenoid. The surgeon elected to cut repair suture of the q-fix knotless devices, leaving just the anchors. He then drilled and implanted 2 x 1.8mm q-fix in close proximity to the q-fix knotless anchors. There was no void, the implanted suture balls were left in the patient. The instruments to prepare the insertion site were q-fix all-suture anchor twist drill, 1.8mm, in conjunction with q-fix all-suture anchor drill guide xl, crown tip, 1.8mm, nonsterile, reusable sterile, disposable. Insertion sites were prepared in a routine manner, the drill was cycled. The procedure was resumed, with a non significant delay, using a similar sn back-up. The patient was not exposed to additional anesthesia no further complications were reported.

Event description:
It was reported that during an arthroscopic anatomic glenoid reconstruction the surgeon successfully deployed the 1.8mm q-fix knotless anchor. The repair suture was successfully passed around labrum and shuttled through the all-suture anchor per-standard procedure. When tensioning the repair suture around the labrum, the repair suture became stuck, and the surgeon was unable to fully reduce the sutures preventing a proper labral repair. A new hole was drilled as the anchor remained fixed in the glenoid. The surgeon elected to cut repair suture of the q-fix knotless device, leaving just the anchor. He then drilled and implanted a 1.8mm q-fix in close proximity to the q-fix knotless anchor. There was no void, the implanted suture ball was left in the patient. The instruments to prepare the insertion site were q-fix all-suture anchor twist drill, 1.8mm, in conjunction with q-fix all-suture anchor drill guide xl, crown tip, 1.8mm, nonsterile, reusable sterile, disposable. Insertion site was prepared in a routine manner; the drill was cycled. The procedure was resumed, with a non-significant delay, using a similar sn back-up. The patient was not exposed to additional anesthesia no further complications were reported.